Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the pump history showed the basal history appeared to be inaccurate due to a temp-basal program manually programmed and manually suspended, and a manual prime. The pump was exercised for 12 hours with a 1.0 unit per hour basal rate and at the end of testing the basal history correctly showed 1.0 unit and the total daily doses showed 12.0 units. The alleged basal history recording defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the basal total does not match the active basal program. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.